Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device. Reportedly, a procedure was performed (B)(6) 2014 due to a complication from a stab wound in the neck that occurred in (B)(6) 2014. The patient states it feels like his "vein is throbbing" on the left side of his head down to the middle of his back. He is taking tylenol for pain. Although the name of the physician's name was provided, it is unknown if the physician is trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. A follow-up report will be submitted with all additional relevant information.